Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Investigation summary: a complaint history check was performed and this is the 1st related complaint for label information missing (expiration date) on lot # 7234902. No samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 7234902. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were three (3) notifications noted that did not pertain to the complaint. This batch was manufactured before expiration date was on packaging. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that prior to use the boxes are discovered to be missing expiration dates with a bd syringe 0.3ml 31g 8mm. The following information was provided by the initial reporter: it was reported the boxes are missing exp dates. Additionally, on the bd sales consultant provided the following additional information: samples status discarded. None of the boxes have been opened or distributed to consumers.